Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wiring mechanism of the large hem-o-lok clip applier instrument became loose and the jaws of the instrument were unable to close again. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical. Inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the incident occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the clip applier remaining static/not moving when surgeon commanded movement. When the surgeon attempted to clamp the vessel, it was not clamping correctly at this point the instrument was retrieved and examined. Upon examination the scrub tech noticed. The issue occurred during the first clip application. The issue was resolved by opening a new clip applier.